Event description:
A patient was receiving 50% oxygen and 50% nitrous oxide via an et tube (mallinckrodt hi-lo tracheal tube). The surgeon was performing a tracheostomy with an esu pencil when a fire erupted in the area of the incision. The fire was extinguished, the et tube removed, and the airway examined for damage. The upper airway was found to be within normal limits, but the lower airway appeared red and edematous. The patient was transferred to the sicu, placed on positive pressure ventilation and administrated decadron and IV narcotics. As of 2/6/92 the patient is still in the sicu, but is weaning off the ventilator. The prognosis is uncertain since the patient has an uderlying emphysema condition along with a canerous tongue lesion.an evaluation by clinical engineering found no problems with the esu. The fire occurred due to a spark from the cautery pencil igniting the et tube in the prescence of an oxidizing atmosphere (50% oxygen and 50% nitrous oxide).based upon information from various sources (ecri, device manufacturers) it appears that the use of an esu pencil to perform the tracheostomy was inappropriate. A safer approach may have been to use a knife to perform the incision. Then, if bleeding vessels needed cauterization, the gas flow could be changed to air temporarilydevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: incorrect technique/procedure, unanticipated. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. The device was not destroyed/disposed of.